Manufacturer narrative:
Additional manufacturer narrative. This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2015. The information for this follow-up report was noted on 10/21/2015. Failure analysis: avea gde p# 16650 (B)(4) was received for investigation. The gde was installed onto gde test bed and powered on using default neo-natal settings and was immediately able to verify the reported issue of a circuit occlusion and extended high ppeak alarm. Issue was isolated to the inspiratory pressure xdcr p# 68359 lot # r11h16-46 on tca pcba p# 51000-40310 (B)(4). This issue is being handled as part of a supplier corrective action.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "No patient involvement, seen during testing at pm interval. The alarms external high p peak, circuit occlusion, no volumes, field service requested."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversations with a user facility representative. The carefusion field service representative evaluated the device and patient (B)(4). Determined that the root cause of the reported event was a faulty gas delivery engine. The carefusion field service representative replaced the gas delivery engine and ran the device through a complete operational checkout per the service manual to ensure the device meets factory specifications. Upon completion, the device was released back to the customer ready to be placed back into service. Carefusion issued a returned goods authorization (rga) number for the return of the alleged faulty gas delivery engine for evaluation. As of february 25, 2015 the alleged faulty gas delivery engine has not been received. Should the alleged faulty gas delivery engine be received and evaluated, a follow-up medwatch report will be submitted.